Event description:
Md performing a laparoscopic cholecystectomy (lap chole) and requested an ats 45 stapler loaded by scrub tech. When md went to fire the stapler it would not fire and it jammed. No damage to tissue per surgeon. New stapler and reload given.